Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported they were not feeling stimulation for over a year at least. The patient stated that the therapy comes and goes. There were good days and bad days. The patient was not sure if the ins was still working or depleted. The patient was instructed to have the programmer when coming to the office . The patient stated they would first like to have the ins checked in case it needs to be replaced and then they would not need the handset if the ins is dead. Th patient said they would have an appointment with the nurse next week. The patient said they would call the healthcare provider's (hcp)  office and would see if they could reach out to a manufacturer representative (rep) to have the ins checked and would go from there.